Event description:
The customer reported that the system would not fluoro. The fse reported that the customer was unable to complete the procedure with this system. There is no report of injury or death associated with this event.

Manufacturer narrative:
A ge rep evaluated the system and reseated the lemo connector and adjusted the 5 volt power supply. The system operates as intended.